Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was distal circumflex that was described as 6mm in length, class b1, and de novo with 75% stenosis. As planned, the lesion was pre-dilated with a 2.5 x 12mm voyager balloon at 10atm and a 3 x 13mm cypher rx was implanted at 12atm. As a standard procedure, the stent was post-dilated with a 3 x 12mm balloon at 16atm. The second lesion treated was 1st obtuse marginal that was described as 10mm in length and de novo. The lesion was treated with balloon angioplasty due to the total occlusion of obtuse marginal branch. Post-procedure stenosis was 0% with timi flow iii. It was reported that the cardiac enzymes prior to the procedure was normal in range, but the troponin I was 0.06 (0.05 ul) at 6-12 hours post index procedure; and 0.51 (0.05 ul) at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves. There was no mi as per the pi, but the elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device deliver issues and the patient was discharged the day after.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, claritin, glucosamine, heparin, hctz, k-dur, nadolol, naproxen, nitroglycerin, prasugrel, and protonix. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, the patient experienced a periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of arthritis (erythromycin, seasonal allergies), history of arthritis, history of sleep apnea, history of hemorrhoids and history of insomnia. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was distal circumflex that was described as 6 mm in length, class b1, and de novo with 75% stenosis. As planned, the lesion was pre-dilated with a 2.5 x 12 mm voyager balloon at 10 atm and a 3 x 13 mm cypher rx was implanted at 12 atm. As a standard procedure, the stent was post-dilated with a 3 x 12 mm balloon at 16 atm. The second lesion treated was 1st obtuse marginal that was described as 10 mm in length and de novo. The lesion was treated with balloon angioplasty due to the total occlusion of obtuse marginal branch. Post-procedure stenosis was 0% with timi flow iii. It was reported that the cardiac enzymes prior to the procedure was normal in range, but the troponin I was 0.06 (0.05 ul) at 6-12 hours post index procedure; and 0.51 (0.05 ul) at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves. There was no mi as per the pi, but the elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device deliver issues and the patient was discharged the day after on dual anti-platelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124233 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.